Event description:
A customer reported observing particles left in the processing tray at the conclusion of the processing cycle. The customer later cut open several cups of steris sterilant 20 from two different lots and discovered similar looking particles in the builders, (powdered portion), of the cups.